Event description:
Medex 2001 syringe pumps alarm occlusion and stop pumping when ambulance radio is used. Caregivers did not notice pump had stopped giving critical medication. Problem was easily duplicated under controlled conditions. This model of pump is susceptible to vhf radio emissions, which cause the occlusion alarm to be falsely activated. The alarm condition causes the pump to stop.